Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer reset the pump to address the issue. The customer's blood glucose level was 300 mg/dl.